Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the surgeon noted a foreign body on fluoroscopy at the end of the procedure. It was determined that this was the tip of the insertion device for the arthrex internal brace peek implant that had broken off. Update 9/11/2020: additional information has been requested from the facility reporter but to date has not been received.